Manufacturer narrative:
The reason for this revision surgery was severe osteolysis under the tibial baseplate after 8.9 years in vivo. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there has been 1 prior complaints against this part number for device loosening. This is the first complaint from this lot. This event is deemed as non product related. This event and revision surgery is the result of severe osteolysis under the tibial baseplate. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having severe osteolysis under the tibial baseplate, the surgeon did a bone graft and poly swap.